Manufacturer narrative:
Follow-up # 1 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged inaccuracy began around mid-march, 1pm. The patient had obtained an alleged inaccurate high blood glucose result of 95 mg/dl on the subject meter compared to 84 mg/dl on a laboratory device, performed within 10 minutes of each other. The patient manages her diabetes with oral medications diet and/or exercise and denied making any changes to her usual diabetes management routine as a result of the alleged product issue. The patient stated that on an unspecified time and date after the alleged product issue she developed symptoms of shaking and weak. The patient denies receiving any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the sample was taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.